Manufacturer narrative:
As the device was not returned to olympus for evaluation, a root cause for the reported event cannot be determined. If additional information becomes available or the device is returned for evaluation, a supplemental report will be submitted.

Event description:
A user facility reported to olympus that the on button did not function properly and had to be pushed multiple times before it functioned. The problem, as reported to olympus, was identified following completion of a procedure. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. It is possible that the phenomenon occurred due to faulty board inside the front panel or faulty board. Olympus will continue to monitor field performance for this device.